Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("the device broke off inside"), angina pectoris ("angina") and hypertension ("hbp elevated") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's concurrent conditions included obesity. In 2005, the patient experienced weight increased ("weight gain"), night sweats ("night sweats"), hot flush ("hot flashes"), insomnia ("insomnia/ could not sleep without waking up in the middle of the night"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("unable to hold urine"), pollakiuria ("excessive bathroom needs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), irritable bowel syndrome ("ibs"), alopecia ("hair loss/ hair loss gradual"), abdominal discomfort ("upset stomach") and constipation ("constipation"). In (B)(6) 2005, the patient experienced pelvic pain ("pain/ global pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ heavy cramping and painful menses") and fibromyalgia ("fibromyalgia"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2010, 4 years 6 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced fibroma ("fibroid tumor"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion hospitalization), hypertension (seriousness criterion hospitalization), uterine leiomyoma ("uterine fibroids"), anaemia ("anemia"), abdominal pain lower ("cramping"), abdominal adhesions ("bowel adhesions"), muscular weakness ("muscle weakness"), ovarian cyst ("ovarian cyst"), anxiety ("anxiety"), depression ("severe depression/ depression"), post-traumatic stress disorder ("ptsd"), loss of personal independence in daily activities ("loss of ability to hold things with hand/ dropping things"), tremor ("tremors"), gait disturbance ("must now use a 4 l2rong cane to walk"), dry eye ("dry eyes"), keratitis ("corneal inflammation/ keraconjuntivitis"), fatigue ("fatigue"), nightmare ("nightmares/ dreams waking me up"), diplopia ("6 nerve palsey- diplopia"), balance disorder ("loosing balance"), asthenia ("weakness") and diarrhoea ("diarrhea"). The patient was treated with linaclotide (linzess), hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and fibroid tumor removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, angina pectoris, hypertension, uterine leiomyoma, pelvic pain, anaemia, weight increased, abdominal pain lower, abdominal adhesions, muscular weakness, ovarian cyst, night sweats, hot flush, insomnia, vaginal haemorrhage, menorrhagia, anxiety, depression, post-traumatic stress disorder, urinary incontinence, pollakiuria, migraine, headache, nausea, loss of personal independence in daily activities, tremor, gait disturbance, dysmenorrhoea, fibroma, dry eye, keratitis, fatigue, irritable bowel syndrome, alopecia, fibromyalgia, nightmare, abdominal discomfort, constipation, diplopia, balance disorder, asthenia and diarrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain lower, alopecia, anaemia, angina pectoris, anxiety, asthenia, balance disorder, constipation, depression, device breakage, diarrhoea, diplopia, dry eye, dysmenorrhoea, fatigue, fibroma, fibromyalgia, gait disturbance, headache, hot flush, hypertension, insomnia, irritable bowel syndrome, keratitis, loss of personal independence in daily activities, menorrhagia, migraine, muscular weakness, nausea, night sweats, nightmare, ovarian cyst, pelvic pain, perforation, pollakiuria, post-traumatic stress disorder, tremor, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter's information was updated. Events added: night sweats, hot flashes, abnormal bleeding (vaginal, menorrhagia), anxiety, severe depression, ptsd, migraines, insomnia, headaches, angina, nausea, loss of ability to hold things with hands/ dropping things, tremors, must now use a 4 l2rong cane to walk, dysmenorrhea (cramping), fibroid tumor, dry eyes, corneal inflammation/keraconjuntivitis, fatigue, weight gain, ibs, hair loss, fibromyalgia, nightmares, depression, anxiety, unable to hold urine, excessive bathroom needs, hbp elevated, upset stomach, constipation, 6 nerve palsey- diplopia, loosing balance, weakness, diarrhea, device broke off inside, did not undergo essure confirmation test. Concomitant condition and treatment drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("the device broke off inside"), angina pectoris ("angina"), hypertension ("hbp elevated") and vith nerve paralysis ("vision ?eye problems - type: 6 nerve palsy") in a 47-year-old female patient who had essure (ess205) (batch no. 12281224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hand pain, ra, bursitis and spinal muscular atrophy. Concurrent conditions included obesity, peritoneal adhesions, arthropathy, uterine bleeding, keratoconjunctivitis, corneal opacity, arthralgia, allodynia and malaise. In 2005, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) gained") and experienced night sweats ("night sweats"), hot flush ("hot flashes"), insomnia ("insomnia/ could not sleep without waking up in the middle of the night"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("unable to hold urine"), pollakiuria ("excessive bathroom needs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), irritable bowel syndrome ("ibs"), alopecia ("hair loss/ hair loss gradual"), abdominal discomfort ("upset stomach") and constipation ("constipation"). In (B)(6) 2005, the patient experienced pelvic pain ("pain/ global pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ heavy cramping and painful menses") and fibromyalgia ("fibromyalgia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced muscular weakness ("muscle weakness / weakness"), fatigue ("fatigue") and balance disorder ("loosing balance"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2010, the patient was found to have fibroma ("fibroid tumor"). In 2014, the patient experienced hypertension (seriousness criterion hospitalization). In 2015, the patient experienced vith nerve paralysis (seriousness criterion medically significant). In 2016, the patient experienced anxiety ("anxiety"), depression ("severe depression/ depression") and nightmare ("nightmares/ dreams waking me up"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion hospitalization), anaemia ("anemia"), abdominal pain lower ("cramping"), abdominal adhesions ("bowel adhesions"), ovarian cyst ("ovarian cyst"), post-traumatic stress disorder ("ptsd"), loss of personal independence in daily activities ("loss of ability to hold things with hand/ dropping things"), tremor ("tremors"), gait disturbance ("must now use a 4 l2rong cane to walk"), dry eye ("dry eyes"), keratitis ("corneal inflammation/ kera conjunctivitis"), diplopia ("6 nerve palsy- diplopia"), asthenia ("weakness") and diarrhoea ("diarrhea") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with linaclotide (linzess) and surgery (fibroid tumor removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, angina pectoris, hypertension, uterine leiomyoma, vith nerve paralysis, pelvic pain, anaemia, weight increased, abdominal pain lower, abdominal adhesions, muscular weakness, ovarian cyst, night sweats, hot flush, insomnia, vaginal haemorrhage, menorrhagia, anxiety, depression, post-traumatic stress disorder, urinary incontinence, pollakiuria, migraine, headache, nausea, loss of personal independence in daily activities, tremor, gait disturbance, dysmenorrhoea, fibroma, dry eye, keratitis, fatigue, irritable bowel syndrome, alopecia, fibromyalgia, nightmare, abdominal discomfort, constipation, diplopia, balance disorder, asthenia and diarrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain lower, alopecia, anaemia, angina pectoris, anxiety, asthenia, balance disorder, constipation, depression, device breakage, diarrhoea, diplopia, dry eye, dysmenorrhoea, fatigue, fibroma, fibromyalgia, gait disturbance, headache, hot flush, hypertension, insomnia, irritable bowel syndrome, keratitis, loss of personal independence in daily activities, menorrhagia, migraine, muscular weakness, nausea, night sweats, nightmare, ovarian cyst, pelvic pain, perforation, pollakiuria, post-traumatic stress disorder, tremor, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vith nerve paralysis and weight increased to be related to essure (ess205). The reporter commented: current weight: 197 lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of product complaint case. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("the device broke off inside"), angina pectoris ("angina"), hypertension ("hbp elevated") and with nerve paralysis ("vision eye problems - type: 6 nerve palsey") in a 47-year-old female patient who had essure (ess205) (batch no. 12281224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hand pain, ra, bursitis and spinal muscular atrophy. Concurrent conditions included obesity, peritoneal adhesions, arthropathy, uterine bleeding, keratoconjunctivitis, corneal opacity, arthralgia, allodynia and malaise. In 2005, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) gained") and experienced night sweats ("night sweats"), hot flush ("hot flashes"), insomnia ("insomnia/ could not sleep without waking up in the middle of the night"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("unable to hold urine"), pollakiuria ("excessive bathroom needs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), irritable bowel syndrome ("ibs"), alopecia ("hair loss/ hair loss gradual"), abdominal discomfort ("upset stomach") and constipation ("constipation"). In (B)(6) 2005, the patient experienced pelvic pain ("pain/ global pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ heavy cramping and painful menses") and fibromyalgia ("fibromyalgia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced muscular weakness ("muscle weakness / weakness"), fatigue ("fatigue") and balance disorder ("loosing balance"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure (ess205). In 2010, the patient was found to have fibroma ("fibroid tumor"). In 2014, the patient experienced hypertension (seriousness criterion hospitalization). In 2015, the patient experienced vith nerve paralysis (seriousness criterion medically significant). In 2016, the patient experienced anxiety ("anxiety"), depression ("severe depression/ depression") and nightmare ("nightmares/ dreams waking me up"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion hospitalization), anaemia ("anemia"), abdominal pain lower ("cramping"), abdominal adhesions ("bowel adhesions"), ovarian cyst ("ovarian cyst"), post-traumatic stress disorder ("ptsd"), loss of personal independence in daily activities ("loss of ability to hold things with hand/ dropping things"), tremor ("tremors"), gait disturbance ("must now use a 4 l2rong cane to walk"), dry eye ("dry eyes"), keratitis ("corneal inflammation/ keraconjuntivitis"), diplopia ("6 nerve palsey- diplopia"), asthenia ("weakness") and diarrhoea ("diarrhea") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with linaclotide (linzess) and surgery (fibroid tumor removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, angina pectoris, hypertension, uterine leiomyoma, vith nerve paralysis, pelvic pain, anaemia, weight increased, abdominal pain lower, abdominal adhesions, muscular weakness, ovarian cyst, night sweats, hot flush, insomnia, vaginal haemorrhage, menorrhagia, anxiety, depression, post-traumatic stress disorder, urinary incontinence, pollakiuria, migraine, headache, nausea, loss of personal independence in daily activities, tremor, gait disturbance, dysmenorrhoea, fibroma, dry eye, keratitis, fatigue, irritable bowel syndrome, alopecia, fibromyalgia, nightmare, abdominal discomfort, constipation, diplopia, balance disorder, asthenia and diarrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain lower, alopecia, anaemia, angina pectoris, anxiety, asthenia, balance disorder, constipation, depression, device breakage, diarrhoea, diplopia, dry eye, dysmenorrhoea, fatigue, fibroma, fibromyalgia, gait disturbance, headache, hot flush, hypertension, insomnia, irritable bowel syndrome, keratitis, loss of personal independence in daily activities, menorrhagia, migraine, muscular weakness, nausea, night sweats, nightmare, ovarian cyst, pelvic pain, perforation, pollakiuria, post-traumatic stress disorder, tremor, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vith nerve paralysis and weight increased to be related to essure (ess205). The reporter commented: current weight 197 lbs she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received: lot number was added. Events: 6th nerve palsy was added. Event onset date were updated. Concomitant conditions were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('the device broke off inside'), angina pectoris ('angina'), genital haemorrhage ('excessive bleeding'), hypertension ('hbp elevated'), fibroma ('tumor/teratoma/cancer - type: fibroid tumor') and vith nerve paralysis ('vision ?eye problems - type: 6 nerve palsey') in a 47-year-old female patient who had essure (ess205) (batch no. 12281224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hand pain, ra, bursitis and spinal muscular atrophy. Concurrent conditions included obesity, peritoneal adhesions, arthropathy, uterine bleeding, keratoconjunctivitis, corneal opacity, arthralgia, allodynia and malaise. In 2005, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one) gained") and experienced night sweats ("night sweats"), hot flush ("hot flashes"), insomnia ("insomnia/ could not sleep without waking up in the middle of the night/no adequate sleep (insomnia) triggered"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("unable to hold urine"), pollakiuria ("excessive bathroom needs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), irritable bowel syndrome ("ibs"), alopecia ("hair loss/ hair loss gradual"), abdominal discomfort ("upset stomach") and constipation ("constipation"). In (B)(6) 2005, the patient experienced pelvic pain ("pain/ global pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ heavy cramping and painful menses") and fibromyalgia ("fibromyalgia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced anxiety ("anxiety"), depression ("severe depression/ depression"), fatigue ("fatigue"), nightmare ("nightmares/ dreams waking me up"), balance disorder ("loosing balance"), asthenia ("weakness") and diarrhoea ("diarrhea"). In 2008, the patient experienced muscular weakness ("muscle weakness / weakness"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2010, the patient was found to have fibroma (seriousness criterion medically significant). In 2014, the patient experienced hypertension (seriousness criterion hospitalization). In 2015, the patient experienced vith nerve paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), abdominal pain lower ("cramping"), abdominal adhesions ("bowel adhesions"), ovarian cyst ("ovarian cyst"), post-traumatic stress disorder ("ptsd"), loss of personal independence in daily activities ("loss of ability to hold things with hand/ dropping things"), tremor ("tremors"), gait disturbance ("must now use a 4 l2rong cane to walk"), dry eye ("dry eyes"), keratitis ("corneal inflammation/ keraconjuntivitis") and diplopia ("6 nerve palsey- diplopia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with linaclotide (linzess) and surgery (fibroid tumor removed and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, angina pectoris, genital haemorrhage, hypertension, uterine leiomyoma, fibroma, vith nerve paralysis, pelvic pain, anaemia, weight increased, abdominal pain lower, abdominal adhesions, muscular weakness, ovarian cyst, night sweats, hot flush, insomnia, vaginal haemorrhage, menorrhagia, anxiety, depression, post-traumatic stress disorder, urinary incontinence, pollakiuria, migraine, headache, nausea, loss of personal independence in daily activities, tremor, gait disturbance, dysmenorrhoea, dry eye, keratitis, fatigue, irritable bowel syndrome, alopecia, fibromyalgia, nightmare, abdominal discomfort, constipation, diplopia, balance disorder, asthenia and diarrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain lower, alopecia, anaemia, angina pectoris, anxiety, asthenia, balance disorder, constipation, depression, device breakage, diarrhoea, diplopia, dry eye, dysmenorrhoea, fatigue, fibroma, fibromyalgia, gait disturbance, genital haemorrhage, headache, hot flush, hypertension, insomnia, irritable bowel syndrome, keratitis, loss of personal independence in daily activities, menorrhagia, migraine, muscular weakness, nausea, night sweats, nightmare, ovarian cyst, pelvic pain, perforation, pollakiuria, post-traumatic stress disorder, tremor, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vith nerve paralysis and weight increased to be related to essure (ess205). The reporter commented: current weight 197 lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Event excessive bleeding added. Lab data and new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("the device broke off inside"), angina pectoris ("angina") and hypertension ("hbp elevated") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "di not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced weight increased ("weight gain"), night sweats ("night sweats"), hot flush ("hot flashes"), insomnia ("insomnia/ could not sleep without waking up in the middle of the night"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("unable to hold urine"), pollakiuria ("excessive bathroom needs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), irritable bowel syndrome ("ibs"), alopecia ("hair loss/ hair loss gradual"), abdominal discomfort ("upset stomach") and constipation ("constipation"). In (B)(6) 2005, the patient experienced pelvic pain ("pain/ global pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ heavy cramping and painful menses") and fibromyalgia ("fibromyalgia"). On (B)(6) 2010, 4 years 6 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced fibroma ("fibroid tumor"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion hospitalization), hypertension (seriousness criterion hospitalization), uterine leiomyoma ("uterine fibroids"), anaemia ("anemia"), abdominal pain lower ("cramping"), abdominal adhesions ("bowel adhesions"), muscular weakness ("muscle weakness"), ovarian cyst ("ovarian cyst"), anxiety ("anxiety"), depression ("severe depression/ depression"), post-traumatic stress disorder ("ptsd"), loss of personal independence in daily activities ("loss of ability to hold things with hand/ dropping things"), tremor ("tremors"), gait disturbance ("must now use a 4 l2rong cane to walk"), dry eye ("dry eyes"), keratitis ("corneal inflammation/ keraconjuntivitis"), fatigue ("fatigue"), nightmare ("nightmares/ dreams waking me up"), diplopia ("6 nerve palsey- diplopia"), balance disorder ("loosing balance"), asthenia ("weakness") and diarrhoea ("diarrhea"). The patient was treated with linaclotide (linzess), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (fibroid tumor removed). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, device breakage, angina pectoris, hypertension, uterine leiomyoma, pelvic pain, anaemia, weight increased, abdominal pain lower, abdominal adhesions, muscular weakness, ovarian cyst, night sweats, hot flush, insomnia, vaginal haemorrhage, menorrhagia, anxiety, depression, post-traumatic stress disorder, urinary incontinence, pollakiuria, migraine, headache, nausea, loss of personal independence in daily activities, tremor, gait disturbance, dysmenorrhoea, fibroma, dry eye, keratitis, fatigue, irritable bowel syndrome, alopecia, fibromyalgia, nightmare, abdominal discomfort, constipation, diplopia, balance disorder, asthenia and diarrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain lower, alopecia, anaemia, angina pectoris, anxiety, asthenia, balance disorder, constipation, depression, device breakage, diarrhoea, diplopia, dry eye, dysmenorrhoea, fatigue, fibroma, fibromyalgia, gait disturbance, headache, hot flush, hypertension, insomnia, irritable bowel syndrome, keratitis, loss of personal independence in daily activities, menorrhagia, migraine, muscular weakness, nausea, night sweats, nightmare, ovarian cyst, pelvic pain, perforation, pollakiuria, post-traumatic stress disorder, tremor, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), uterine leiomyoma ("uterine fibroids"), anaemia ("anemia"), weight increased ("weight gain"), abdominal pain lower ("cramping"), abdominal adhesions ("bowel adhesions"), muscular weakness ("muscle weakness") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, pelvic pain, uterine leiomyoma, anaemia, weight increased, abdominal pain lower, abdominal adhesions, muscular weakness and ovarian cyst outcome was unknown. The reporter considered abdominal adhesions, abdominal pain lower, anaemia, muscular weakness, ovarian cyst, pelvic pain, perforation, uterine leiomyoma and weight increased to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.